Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned legion valgus guide assembly confirms the stated failure. The alignment guide stop pin is disassembled from alignment the guide frame. The disassembled component was not returned with the complaint. This device is twelve years old and exhibits signs of extreme use and wear. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the bolt that detached from the legion valgus guide assembly was discovered during surgery on (B)(6) 2017 by the operating surgeon and was picked out straight away.

Event description:
It was reported that during a knee revision surgery a bolt from a smith and nephew instrument was found inside the patient.